Event description:
It is reported that a customer had issues uploading carelink to their insulin pump. The pump was sent back for analysis. The customer's blood glucose was not recorded. No further information was provided.